Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they want to report a lot of big dips in patient temperature. The patient temperature (pt) went from 33c to 11c earlier, patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 17.4c, fr 0.9lpm. Had nurse flex cable and patient temperature (pt) remained stable. Suggested obtaining temperature in cable from another arctic sun device to see if that resolves the issue. If not, the patient probe may need to be replaced.

Event description:
It was reported that the nurse stated they want to report a lot of big dips in patient temperature. The patient temperature (pt) went from 33c to 11c earlier, patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 17.4c, fr 0.9lpm. Had nurse flex cable and patient temperature (pt) remained stable. Suggested obtaining temperature in cable from another arctic sun device to see if that resolves the issue. If not, the patient probe may need to be replaced. Per follow up information received via phone on 26nov2024, it was reported that they confirmed a biomed came to the unit and replaced the cable. This resolved the issue. They believe the cable was disposed of. Patient completed treatment after cable replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. The nurse stated they want to report a lot of big dips in patient temperature. The patient temperature (pt) went from 33c to 11c earlier, patient temperature (pt) was 34.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 17.4c, fr 0.9lpm. Had nurse flex cable and patient temperature (pt) remained stable. Suggested obtaining temperature in cable from another arctic sun device to see if that resolves the issue. If not, the patient probe may need to be replaced. Per follow up information received via phone on 26nov2024, it was reported that they confirmed a biomed came to the unit and replaced the cable. This resolved the issue. They believe the cable was disposed of. Patient completed treatment after cable replacement. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The latest labeling was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.